Event description:
A healthcare professional reported that the surgeon observed that free floating capsulotomy in decentered dock resulting in micro adhesion or uncut area in the unknown eye of the patient during cataract surgery. There was no patient impact. There are two related reports for this reported event. This report addresses unknown patient, unknown eye, and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. The company representative was unable to confirm nor replicate anything that would have contributed to the reported event. The system was tested and found to meet product specifications. The reported event cannot be confirmed. Based upon the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).